Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A log review confirmed that the large suturecut needle driver with lot number n10200907-0078 was last used on system (B)(4) on (B)(6) 2021. Per logs, the instrument had 7 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, the jaw of the large suturecut needle driver snapped while sewing in mesh. A fragment fell inside the patient, and it was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the broken instrument was immediately removed and another instrument was inserted to retrieve the broken piece. All fragments were confirmed to have been retrieved by performing a visual exam and matching the broken piece with the instrument. There was no additional procedure performed to remove the fragment. A postoperative x-ray was done to confirm that there was no additional pieces left behind. The instrument was inspected before use and there was nothing out of the ordinary. There was no loss of functionality of the instrument before the incident. The surgeon believes that the cable broke as the resident applied too much tension on the jaws while tying the suture. It is unknown whether there was any collision of the instrument during surgery or whether the fragment fell during a collision. It is also unknown whether there was any resistance upon removing the instrument through the cannula.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.